Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with one clip loaded in the jaw. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the doctor noticed the clip did not close like normal when cystic duct was clipped. The next clip in sequence was malformed without release by device. He also confirmed product fault and agreed to send product in as product complaint. Dr completed last clip with er320. No patient consequences reported.